Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a flo-gard infusion pump which alarmed "upstream occlusion, check locking mechanism" and interrupted an infusion of sodium bicarbonate on a (B)(6) female patient. The intended infusion was 198cc of sodium bicarbonate to be infused in 1 hour on the patient, who was being treated for kidney failure. After the infusion was stopped, the patient was disconnected and the infusion was administered manually with a dial-a-flow set. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.